Event description:
It was reported that the patient experienced a surging sensation in the stomach. There was no known accident or incident related to this complaint. The surging was intermittent and happened for no reason. The patient's status was noted to be fair. Movement did not cause stimulation changes. X-ray was taken about two weeks ago, but the results were unknown. It was also reported that impedances read >3600 ohms on electrode #4. The device was programmed with electrodes 3, 4, 6 and 7. The programming was changed to narrow the pulse width which helped with the stomach stimulation, but as the patient was sitting in the clinic the patient experienced another surge. The device was going to be reprogrammed without electrode #4, to see if this helped. No patient outcome was reported.

Manufacturer narrative:
(B)(4).